Manufacturer narrative:
Citation: hailin zhang, jiansheng zhang, jun ren, et al. Endovascular embolization of the ruptured intracranial aneurysms with detachable coils (a report of 141 cases) the purpose of the article is to explore the techniques and efficacy of endovascular embolization of ruptured intracranial aneurysms with detachable coils. The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the device during use. This is a procedure related event. There was limited device and patient information available. Mdrs related to same article: 2029214-2017-00546, 2029214-2017-00547, 2029214-2017-00548 and 2029214-2017-00549. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through article review that microcatheter tip punctured the aneurysm and led to contrast agent leakage. The bleeding was prevented by balloon packing. The patient was cured when discharged. Of 141 aneurysms, 100% occlusion occurred in 93 cases, 95% in 31 cases, 90% in 10 cases, <(><<)>90% in 5 cases and unsuccessful embolization occurred in 2 cases. 127 patients were followed up for 3 to 33 months. Echelon 10 or echelon 14 microcatheter were used.